Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Reporter stated that the product was unavailable for return.

Event description:
Drawing blood from around the wisdom tooth [gingival bleeding]. Piece on the bottom of the head came out and I bit down drawing blood from around the wisdom tooth [injury associated with device]. The brush with a side to side action had come adrift when using the toothbrush / piece on the bottom of the head came out [device breakage]. Case description: a female consumer of unspecified age reported that while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown, she was startled to find that the brush of the oral-b double action brushhead with a side to side action had come adrift when using the toothbrush around a wisdom tooth area. She asserted that she had been using oral-b products since they became available and had never had a problem, and noted that in the past she had fitted a new head to her toothbrush successfully. No symptoms developed. On 03-mar-2016 received follow-up from consumer: the consumer reported that she no longer had the brushheads available to send in. She further described that the piece on the bottom of the head came out and she bit down, drawing blood from around the wisdom tooth. She stated that she looked and there was a piece of metal. The case outcome was unknown. No further information was provided.